Event description:
The customer returned the product for "the new device fails cassette lock cannot program". During device evaluation, the device could not recognize when the latch was locked. There was no patient involvement.

Manufacturer narrative:
D4 - serial #: not located in oracle. H3: one device was received for evaluation. Service history review found no previous history. The customer issue was confirmed during the pci latch lock test where the pump failed to recognize when the latch was locked. During programing of the pump, error 46440 appeared and could not be cleared until the pump software was updated. A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.